Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3 h4 h6 a manufacturing record evaluation was performed for the finished device product code: 400.834.04s lot number: 555p746 it was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20/12/2021 manufacturing site: jabil bettlach expiry date:01/12/2031 the product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cranial-scr plusdrive ø1.6 self-drill l4 was broken between the shaft and the head. There is no enough evidence to confirm the devices were received on that condition during upon receipt. The shaft broken portion was not returned. No other defect was found. A dimensional inspection was performed unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: rev d (current and manufactured) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in china as follows: packing screw breakage. It was reported on (B)(6) 2023, that during the surgery, opened the packing(did not use), noted the screw was broken . Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) (B)(4). This is report 2 of 2 for complaint cranial-scr plusdrive ø1.6 self-drill l4.